Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient's poor bone quality which led to dislocation. However, this cannot be confirmed as the explants were not available for evaluation and no further information was provided.

Event description:
Revision due to dislocation.